Event description:
It was reported that the patient¿s pacemaker failed to be interrogated. No intervention and patient status were reported.

Manufacturer narrative:
Further information was requested but not yet received.